Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of blood, at a rate of 999 ml/hr, via a plum pump. The option-lok male adapter of the tubing set was connected to an unspecified port on the pt's peripherally inserted central catheter (PICC). It was reported that after the tubing set was loaded into the pump and the delivery was started, no flow of blood was noted. The customer contact reported that the port of the PICC line was able to be flushed with an unspecified volume of normal saline. The customer contact indicated the delivery rate was then decreased to 500 ml/hr and solution flowed; however, the rate was not fast enough due to the pt was losing a reported lot of blood. At this time, the pump alarmed for distal occlusion. The customer contact reported that the tubing set was removed from the pump. A pressure bag was placed on the solution container and no flow of solution was again noted. The customer contact reported "that one of the nurses claimed that she pulled the white pin out on the cassette and it wouldn't even flow." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. The customer contact reported the pt's status was stable. There was no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.